Manufacturer narrative:
Analysis of the pump (sn:(B)(4) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an unknown patient receiving therapy via an implantable infusion pump. It was reported that a motor stall was seen during the interrogation of the pump that occurred 73 hours ago. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving fentanyl (4000mcg/ml at 2400 mcg/day) via an implantable infusion pump. It was reported that the pump was reprogrammed but the motor stall did not recover. The device was filled with saline, programmed to minimum rate and the alarms were silenced. It was noted that the patient declined to have replacement surgery at this time. No further complications have been reported as a result of this event. (B)(6) 2019; (B)(4) (hcp, rep): additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient was also receiving bupivicaine (8mg/ml and unknown dose) via an implantable infusion pump. It was noted that the hcp was in the process of scheduling the patient for a pump replacement. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump was replaced and would be returned for analysis. No further complications have been reported as a result of this event.